Event description:
Spontaneous call from pt to report pump malfunction with ms3 pump sn # (B)(4). Pt was preparing to change pumps, but the pump, which was not in use, lost its programming. It did not happen while she was using. She was able to use her current (backup) pump and there was no lapse in therapy. Malfunctioning pump will be replaced. No other details provided. Is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by pt/caregiver.